Event description:
It was reported that during a supply change on an ilet system, the user filled the tubing without seeing drops, attached the infusion set, and subsequently experienced no insulin delivery until a high volume was reached, with troubleshooting revealing the syringe had been drawing mostly air rather than insulin; the user was guided to replace the cartridge and infusion set (teflon inset, 6 mm, 23"/32"), perform a dry run, correctly draw from the vial, confirm drops at the cannula, and resume insulin delivery. Symptoms included hyperglycemia. Outcomes included on-call troubleshooting and education with instruction to monitor blood glucose closely. Investigation included guided device checks, cartridge inspection, piston rewind, dry run verification, infusion set and cartridge changes, and confirmation of proper priming with visual drops. Investigation of this case revealed user technique error during insulin draw and priming that led to air in the system and interrupted delivery, with no observed device or cartridge damage. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.